Event description:
Complainant alleged that while attempting to defibrillate a patient the device displayed a "check pads" message and an arc was heard. The customer then switched to a new set of pads and continued to observe a "check pads" message and arcing. The customer then switched to a third set of pads and successfully shocked the patient. The customer has indicated that the first two sets of event electrode pads were discarded and they are not available for evaluation. The third set of electrode pads remained with the patient and zoll medical is awaiting return status.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.